Event description:
I received my essure in 2011 and soon experienced abnormal menstrual cycles resulting in extreme bleeding. I also have hypersensitivity in my right leg as well as severe increase of headaches, mood swings and a large weight gain. After being told I was 100 percent blocked, I became pregnant in 2012 which resulted in a miscarriage at 13 weeks due to a coil perforating my uterus and unborn child. I recently have had an ultrasound that shows one coil completely in uterus and other no where to be found. Unfortunately I was given the choice to have a hysterectomy and due to my age I refused as I do not want to be forced into something so extreme due to someone negligence, I will be paying to have these removed. I was also never informed of a nickel allergy or given a test to verify this allergy.